Manufacturer narrative:
The device has been requested and has been returned to the distributor. A confirmation investigation shows the meter is operating within specification. The test strip lot DHR was referenced. This shows the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the incident could not be determined. Insulin may have contributed to the event. The cause of the discrepant values may have been caused by factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure. This event will continue to be trended. Update: the meter has been returned to the manufacturer. A confirmation investigation found the meter is operating within specification. This additional information does not affect the root cause analysis. Device evaluated by distributor.

Manufacturer narrative:
The device was requested but has not been returned for investigation. The meter DHR was reviewed and it shows the meter was operational when it left the manufacturing facility. The test strip lot DHR was reviewed and it shows the lot cleared qc for release. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed a high blood glucose reading. Insulin, diet or exercise may have contributed to the reported hypoglycemia. There is no indication the bgstar meter was used to measure blood-sugar at the time of the event. This event will continue to be trended.

Event description:
(B)(6) at 6pm, the patient (equipped with insulin pump) measured his glycemia and the device showed 111 mg/dl. The patient adjusted the pump with this information and developed the following symptoms: euphoria, inconsistency in speech, wild gestures, memory loss on simple questions. The patient was treated by firefighters (professional medical intervention) who tested glycemia with their device (unknown brand) which showed 49 mg/dl.